Event description:
The lay reporter / spouse contacted lifescan (lfs) alleging that the lay reporter / pt's meter would power off during use. Two weeks ago the pt did not test his blood glucose since the meter was not working and went into the physian's office to get his blood drawn. The physician advised the pt to pick up a new prescription for lancing device and a new meter. The pt did not receive any medical treatment at the physician's office. Since the meter had not been working the pt ate his usual meals and took his usual dosage of glucotrol, glucophage and avandment. While on the phone, the meter would not power on; therefore, customer care agent (cca) was unable to troubleshoot the reporter's initial complaint. Cca sent the pt replacement meter and control solution.